Manufacturer narrative:
The event product was returned to applied medical for evaluation with one rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown . "This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." "Material fragmentation" report from the sales rep: "although the exact timing to note the incident was unknown, the customer noted that a foreign material was attached to the trocar cannula when the event unit was removed from patient. The customer couldn?t identify whether or not the piece came from the trocar." The cer check list is unavailable. Initial investigation report: "the event unit was returned to us and visually inspected. Upon our visual inspection, the septum was found to be fragmented. The returned material(size: 6.5 mm x 6.0 mm) matched the missing location on the septum. No damage was observed with the ddb and shield. The unit will be returned to amr for further evaluation. (B)(4)." Patient status: no patient injury.